Manufacturer narrative:
Product was not returned. A DHR review of the associated kit lot number (k08a01091021bd1) were completed, and 0 discrepancies were found. A review of existing capas, scars and ncmrs were completed and there are no prior records related to false positive failure mode for this lot nor any previous complaints from this customer associated with false positive result issues prior to received date of (B)(6) 2022. Lucira health will continue to monitor trends related to false positive results. Sample vial lot DHR reviewed: 2110005 (associated internal lot # 210762-2jjj) test lot dhrs reviewed: 2109354 and 2110010 (associated internal lot #s 210762-7k and 210762-7o) based on the limited information available, root cause cannot be determined. Potential root causes include but are not limited to: environmental contamination, low viral load, and/or device failure. This device is marketed under eua (B)(4) check-it.

Event description:
One device reported as having a false positive result. Complainant performed an additional pcr test with a negative result.